Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the vad was not returned for evaluation. The reported low flow event was confirmed via review of the available autologs reports, which revealed two (2) low flow alarms logged on (B)(6) 2021. Information provided by the site indicated that the patient experienced several episodes of dizziness and near syncope. The patient was hypovolemic and was also noted to have hypertension. The patient was treated with intravenous fluids and medication. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, syncope and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with dizziness and near syncope with a known hypovolemic state. This has been ongoing for nearly two months and the patient started seeing an endocrinologist. The patient had a similar episode of dizziness and near syncope 1-2 weeks prior and head computerized tomography was negative. The patient was treated with intravenous (IV) fluids and medication. Labs were within normal range. The patient was also noted to have hypertension. It was noted that the patient had a monitor for volume status and was often too dry. It was also not that there have been low flow alarms. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.